Event description:
A pharmacist manager reported that during intraocular lens implantation, a haptic bent in the eye resulting in the patient undergoing vitrectomy. The lens was removed and the surgery was completed with another lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).